Event description:
Boston scientific crm received information that a latitude alert was issued for this cardiac resynchronization therapy defibrillator (crt-d) due to the device being in monitor only. No adverse patient effects were reported.

Manufacturer narrative:
The local area sales representative attempted to obtain additional information. At this time, no further information is available. Should additional information become available this event will be updated.

Manufacturer narrative:
The local area sales representative attempted to obtain additional information. At this time, no further information is available. Should additional information become available this event will be updated.